Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the leaking valve, manifold kit (rohs) and cleaning the process path. No additional discrepant result issues have been reported since the service activity was completed. The valve, manifold kit (rohs) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The architect i1000sr erratic result rates were within acceptable limits with no trends identified. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The architect i1000sr system service and support manual provides instruction for the removal, replacement, and verification of the valve, manifold kit (rohs).

Event description:
The customer observed a false negative troponin result generated on the architect i1000sr instrument for one patient. The following data was provided (normal range for troponin= <0.03): patient initial result was 0.04, repeated 0.027 and second rerun was 0.048. Drew another sample initial result was 0.03, repeated 0.034. Customer reported as positive 0.04. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.